Manufacturer narrative:
A separate report was submitted for patient injuries reported in this article with rr #: 2029214-2022-00367. If information is provided in the future, a supplemental report will be issued.

Event description:
Corliss, b. M., barkley, k. F., polifka, a. J., hoh, b. L., fox, w. C. (2019). Single-center case series of temporary stent assistance for coiling of acutely ruptured aneurysms. World neurosurgery, 123, e766¿e772. Https://doi.org/10.1016/j.wneu.2018.12.029 medtronic review of the literature article found a review of 7 cases in which patients underwent procedures to treat wide-necked intracranial aneurysms. In six of the seven cases the solitaire fr stent retriever was used in stent assisted coil embolization for patients who had ruptured aneurysms to avoid use of heparin dur to the preexisting . There was no device malfunctions noted with any of the solitaire devices used. It was noted that one patient died during the follow-up period; cause of death was not reported in the article.